Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, on (B)(6) 2025, at (B)(6) hospital, a t2 femoral nail was implanted on (B)(6) 2024 which was removed due to bending deformation. This incident was not reported by the surgeon at the time; it is now being reported at the request of the t&e regulatory affairs specialist. Stryker personnel became aware of this event during the notification of a second revision performed on the same patient in (B)(6) 2026.